Event description:
Complainant alleged that while attempting to defibrillator a pt (age & gender unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.